Event description:
The patient had litt procedure for brain metastatic lesion on (B)(6) 2021. On (B)(6) 2021 it was reported that the scalp wound had not healed. Interventions included medications and resewing of the incision.